Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Health care professional reported that during flap creation the flap was not properly lifted as a resulting in thin flaps and corneal perforations in the patient¿s left eye during lasik surgery. There are multiple related reports for this facility. This report addresses patient initials (B)(6), in the left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. During on site technical visit, field service engineer confirmed that device met specifications as per service installation record and that event was not confirmed nor replicated. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The logfile shows eighteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows the total treatment duration was around one minute and thirty two seconds. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. As per attached treatment report, the picture shows a decentered docking, and this can have an influence on the flap quality. No further conclusion can be drawn from the provided information. No root cause for the customers reported event could be determined, the device met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during flap creation the flap was not properly lifted as a resulting in thin flaps and corneal perforations in the patient¿s left eye during lasik surgery. The surgery procedure was not completed on the given day and no event of intervention or hospitalization was reported. There are multiple related reports for this facility. This report addresses patient initials (B)(6), in the left eye and additional manufacturer reports will be filed for the other patients.